Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from one leaflet and remained attached to the other leaflet resulting in increased mitral regurgitation, which was treated with mitral valve replacement surgery. It was reported the mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (60531u140, 60531u240) were implanted, reducing the mr to 2. On (B)(6) 2016, it was found that the mr returned to 4. The first clip (60531u140) had detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was determined that the posterior was too small to attempt to place another clip; therefore, no further mitraclip procedure was planned and the patient was treated with mitral valve replacement surgery on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr)(worsening) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.